Event description:
The customer reported discrepant troponin I (access® accutni+3¿) results, for six patients, involving the access® accutni+3¿ reagent used in conjunction with the unicel® dxc 600i synchron® access® clinical system. This report is one of two referencing the patient on the event date noted. The customer stated the discrepant results were released out of the laboratory. The customer is not aware of any impact to patient care. There has been no report of patient consequence or change in patient treatment associated with this event. The patients' samples were collected in 12x75 mm lithium heparin tubes and centrifuged at 6,000 rpm (rotations per minute) for three minutes. All patient samples were loaded through the closed tube aliquotter (cta). All system parameters (including precision tests, quality control, calibrations, and system checks) were performing within assay and instrument specifications. The customer stated there were no issues with sample quality. No instrument issues were reported. The instrument was in normal operation.

Manufacturer narrative:
There is no indication the access® accutni+3¿ device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information. This medwatch report is related to MDR 2122870-2014-00078.